Event description:
It was reported the patient underwent revision due to skin erosion over the pump and the pump was exposed. There were no signs of infection noted. Cultures were taken and sent. The patient was put on prophylactic antibiotics. There was no replacement of the pump or catheter. There was no change in drug dosing. Additional information has been requested but was not available on the date of this report.